Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged, "leak in the tubing" in a lab-band device. In the letter provided by the doctor, it stated "after that initial problem it occurred in one or two other patients." A follow-up regarding the "one or two other patients" was conducted and the health professional said it occurred a long time ago and there would be no add'l info that can be provided. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.